Event description:
During an lavh, it was reported the first stapler broke when the surgeon closed the instrunment. This instrument was part of the ft050 tray, lot number j43jov. Another device was pulled and this instrument also malfunctioned. Another instrument was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H4: information unavailable. Note: device #1;h6; evaluation code #400(other): firing mechanism broken.